Event description:
Caller reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. The customer had not addressed the elevated bg at the time of report. To resolve the issue, the customer reloaded the same cartridge and resumed insulin.